Event description:
The hospital biomedical engineer called the solutions center and reported that the m1026b anesthetic gas module (agm) was not being recognized by the m8004a mp50 intellivue patient monitor (ivpm).

Manufacturer narrative:
The hospital biomedical engineer (be) called the solutions center and reported that the m1026b anesthetic gas module (agm) was not being recognized by the m8004a mp50 intellivue patient monitor (ivpm). The be stated that the m1026b agm would not communicate with the mp50 ivpm, and stated that in attempts to check the agm using the 4800 diagnostic tool, the agm would not communicate with the pc (personal computer with the 4800 diagnostic tool). The be also reported that there was a patient incident (patient code). The technical support engineer (tse) recommended checking the mp50 alarm review for any alarms. A service order was created for a field service engineer (fse) to go to the customer site and retrieve the mp50 logs, and to check the agm with the diagnostic tool. The fse went to the customer site and checked the mp50 and the agm and found both were operating properly at the time of his site visit. The fse recommended that the biomedical engineer replace the agm, as the issue may have been an intermittent communication failure. The biomedical engineer ordered an exchange agm, which was shipped to the customer site for installation by the biomedical engineer. A follow-up call was placed to the biomedical engineer regarding this incident. The biomedical engineer stated that he had checked and reseated all agm connections, both internal and external, and that after about 5 minutes, the agm began communicating with the pc (with 4800 diagnostic tool). He then stated that once communication was established, the agm operated properly. It was then noted that there was one previous report of this agm failing to communicate with the host monitor (with no patient incident), and it was confirmed that he has installed the exchange agm. The be also confirmed that the mp50 ivpm was operating properly at the time of the incident, and that there were no monitoring issues with the mp50. The biomedical engineer stated that there was a patient code, but that it was not related to the equipment. The patient was in an endoscopy room. The patient was an obese patient with other health issues. The patient coded, and the anesthesiologist turned the agm on to use it to check the patient's co2 levels while the patient was being treated (resuscitated). It was immediately obvious that the agm was not operating (providing data to the bedside). The biomedical engineer said that the bedside monitor was functioning properly, and that the agm was not considered to be a contributing factor in the incident. Based on the available information, it is being considered that the agm malfunctioned. The obviousness of this failure allows clinicians to implement alternate monitoring as warranted, and there is minimal health risk. No further calls have been logged for this customer issue. No further investigation or action is warranted.